Manufacturer narrative:
The reported event that drill, ao, sterile t2 femur ø4,2x340 mm was alleged of 'instruments - drill - broken' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on complaint history some possible root causes are, but are not limited to: a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated. Labelling review: the instruction for use (v15011 rev aa instruments IFU ot-IFU-179 rev 1 draft) was reviewed: ''important information for doctors and or staff for detailed information concerning the identification of the product (such as associated implant, cat. No.(ref)) please refer to the marking on the product and/or the labeling on the package. Ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument; please remember that product systems may be subject to alterations that affect the compatibility of the instrument with other instruments or with implants! For your information, avail yourself of the training courses and publications offered by stryker (e.g. Operative techniques). [...] Special comments for application ¿ only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage. ¿ always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry. ¿ the design of the instrument must not be modified in any way. ¿ ensure that drilling and cutting tools are sharp. ¿ before every operation, ensure that all devices to be used during the operation function correctly with each other. ¿ in the course of the operation, repeatedly check that the connections required for precise positioning between the implant and instruments, or between the instruments themselves, are secure. ¿ reusable instruments must be cleaned directly after usage. [...]'' [Original statement(s)] the cleaning and sterilization guide (ot-rg-1 en rev 4_l24002000 cleaning guide) was reviewed: ''transport to processing area avoid mechanical damage, e.g. Do not mix heavy devices with delicate ones. Pay particular attention to cutting edges, both to avoid injury and damage to the medical device. Get the medical devices to the point where cleaning is to be performed as soon as practical. If transfer to the processing area is likely to be delayed, consider covering the medical devices with a damp cloth or store the medical devices in closed boxes to avoid drying of soil. [...] Caution: never use metal brushes or steel wool for cleaning. [...] Before preparing for sterilization, all medical devices should be inspected. Generally un-magnified visual inspection under good light conditions is sufficient. All parts of the devices should be checked for visible soil and/ or corrosion. [...] Cutting edges should be checked for sharpness and damage. [...] Note: stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. For devices that may be impacted check that the device is not damaged to the extent that it malfunctions or that burrs have been produced that could damage tissues or surgical gloves. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. See appendix 2 for further details. [...] Functional check for multiple use drill bits description and function: multiple use drill bits, cannulated drill bits, burrs, taps, core drills potential failure modes: ¿ defective coupling end (eroded) ¿ blunt and dull cutting flutes ¿ tips, helix coil, bent preventive maintenance: regular functional check and visual inspection. In case of failure, the instrument must be replaced and not be used.[...]'' [Original statement(s)].

Event description:
While drilling for the posterior calcaneal screw for the t2 ankle arthrodesis nail, the 4.2mm drill bit broke off and was left in the patient's calcaneus.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
While drilling for the posterior calcaneal screw for the t2 ankle arthrodesis nail, the 4.2 mm drill bit broke off and was left in the patient's calcaneus.